Event description:
It was reported that in 2002 following a diagnostic heart catheterization on a pt who had been on plavix and aspirin therapy, the 6f sts angio-seal device was successfully deployed in the right femoral artery. Immediately following deployment and for the next few days, the pt verbalized groin discomfort. One week following deployment, an ultrasound study revealed a one cm hematoma in the right groin area. The pt was discharged but continued to experience discomfort and the next week, the arteriotomy site was red and swollen. The next day, the pt presented to the emergency room, where the site was incised and 50cc of fluid were drained from the site. Additional fluid continued to weep from the site; however, no internal exploration of the site was performed and the angio-seal device was not surgically removed. A wound culture revealed staphylococcus aureus. Urinalysis and blood samples tested negative. Ancef was administered for the infection, the pt's condition improved, and discharge followed 3 days later. Follow-up 4 days later revealed the pt continued to recover satisfactorily.